Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data logs were returned for analysis. Data log analysis confirmed suction alarms persistently occurring. Placement signal low and placement signal not reliable alarms were triggered at the beginning of the case but were resolved within a minute. Impella position unknown alarms were seen. There were also preventing retrograde flow (impella flow high) alarms during suction alarms. No motor current spikes were seen outside of p-level changes. No purge related issues were seen. Pump suction: the root cause of the pump suction was most likely patient condition based on the provided clinical details and data log analysis. Access site adverse event: the root cause of the access site bleeding was not determined due to lack of conclusive evidence from provided clinical details. Retroperitoneal hemorrhage: the root cause of the retroperitoneal hemorrhage was not determined due to lack of conclusive evidence from provided clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Ventricular fibrillation, thrombosis: the root cause of the injuries was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported that during impella cp support, the nurse notified the field team that the patient continued to experience persistent suction alarms and hypotension. Complete blood count panel revealed a significant drop in hemoglobin. The doctor noted new abdominal distention and the patient was transported for a computed tomography which confirmed a retroperitoneal bleed originating from the right common femoral artery, the site of the impella cp insertion. Orders were placed to apply a femostop over the right femoral access site. The patient was then transferred to the catheterization lab where an angiography demonstrated cessation of bleeding. A collective decision was made to leave the impella cp in place and continue close monitoring of the site. The impella cp has appropriate angle with gauze and the nurse is going to apply the dressing soon. Blue hub to the skin with no bleeding currently. Heparin remains off during this time. Later while attempting to float the swan at bedside, the patient required defibrillation for ventricular fibrillation. Swan placement was stopped. After the patient had good pulse pressure and was looking better and overnight slowly became more hypotensive. A low dose of levophed was started. No further bleeding from anywhere was noted but one unit of packed red blood cells was given this morning. Still no heparin was being used currently. The patient still has red urine but is not concerned with hemolysis. The patient experienced massive bleeding during impella cp removal, thrombectomy and impella 5.5 insertion. Coagulopathic was given after case. The patient was noted to be stable and survived.